Manufacturer narrative:
The lead was returned for patient death. As received only the connector portion of the lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported.